Manufacturer narrative:
UDI (B)(4). Investigation is underway.

Event description:
As reported by a field clinical specialist, after the 29mm sapien 3 valve was successfully implanted, during withdrawal of the commander delivery system, the balloon caught on the end of the 16f esheath. Attempts were made to make sure that the balloon was fully empty by pulling negative. During attempts to remove the delivery system, the sheath tore the balloon. The 16f esheath appeared ¿split¿. The right common femoral artery had to be cut down in order to remove commander system. All the balloon pieces were together and intact. There was no other damage to peripheral vessels. The patient is currently stable. The devices were discarded.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. Images of the devices post-procedure and patient anatomy imagery were provided by the site.  Images of the devices post-procedure showed the crimp balloon apparently torn proximal to the inflation to crimp (I/c) bond. A balloon wing is flared and the balloon is filled with blood. Blood appears in the y-connector and attached syringe. The distal portion of the delivery system (inflation balloon and nose tip) and the guidewire appear separated from the rest of the delivery system. Patient anatomy imagery showed calcification and tortuosity in patient anatomy. The device history review (DHR) was performed and did not reveal any issues that could have contributed to these complaints. A lot history review showed one similar complaint for withdrawal difficulty through the sheath. A review of complaint history from march 2018 to february 2019 for the edwards commander delivery system (all models and sizes) revealed other similar complaints with device returned that were confirmed. No manufacturing non-conformances that would have contributed to the events were identified during the evaluations. The occurrence rate did not exceed the february 2019 control limit for the relevant trend categories. No instructions for use (IFU) or training deficiencies were identified. During manufacturing, the commander delivery system was 100% inspected by manufacturing and quality. During manufacturing the device undergoes multiple inspections, including but not limited to the following: the crimp balloon and inflation balloon were 100% inspected, the crimp balloon to inflation balloon laser bond was 100% inspected for a smooth bond joint with no gaps between components, bubbles in the bond area, and burns, the balloon inspections are also 100% completed during balloon pleat, fold, and forming process and rejected for distorted/pinched folds, the y-connector bond is inspected and the devices were 100% leak tested. In addition, all manufacturing lots undergo product verification (pv) testing on a sampling plan.  The inspections described above support that it is unlikely a manufacturing nonconformance contributed to the reported events. However, a review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The reported events were confirmed based on imagery review. No manufacturing non-conformances were identified and review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. Further, no training/IFU deficiencies were identified. Per the reported information, the valve was able to be deployed without difficulty, and no issues were encountered until the delivery system was withdrawn. This suggests that the balloon tore during withdrawal of the delivery system. Per training materials, the following factors can affect withdrawal of the delivery system through the sheath: not fully deflating the balloon, not unflexing the delivery system, and not positioning the flex tip over the triple markers. Per the reported information, ¿during withdrawal of the commander delivery system, the balloon caught on the end of the 16f esheath. Attempts were made to make sure that the balloon was fully empty by pulling negative¿. This indicated that the balloon might not have been fully deflated prior to withdrawal. As such, the perceived root cause was not fully deflating the balloon prior to retrieval. In addition, it is possible that the delivery system interacted with the calcification and tortuosity seen in the patient imagery provided. The delivery system may have been caught on the calcification or the tortuosity may have pushed the tip of the delivery system so that it was not co-axial with the sheath tip during retrieval. Once difficulty was encountered, multiple attempts to withdraw the delivery system may have resulted in the balloon tearing as well as the separation of the distal tip. Per reported information, ¿during attempts to remove the delivery system, the sheath tore the balloon¿ therefore, it is likely that patient/procedural factors contributed to the complaints necessitating surgical removal of the devices. Since no product non-conformances or IFU/training inadequacies were identified the reported withdrawal difficulty and device separation and the respective trend categories do not exceed control limits, no corrective or preventive action is required at this time. However, per management discretion, the reported balloon tear and its associated risks have previously been assessed and documented in a product risk assessment (pra) and a corrective action and preventative action (CAPA) investigation captures further investigation and corrective action related to manufacturing.